Event description:
Pt underwent surgery for explantation of aicd, battery change and implantation of a new aicd with external patch. After the new device was implanted and had undergone testing, the pt developed a bundle branch block rhythm and became hypotensive; subsequently the pt's heart fibrillated. Several measures were taken to defibrillate the pt including shocks through the aicd device, external shocks and administration of IV lidocaine and amiodarone. CPR was initiated and continued for approx 35 mins without reestablishing a stable rhythm or blood pressure. The pt was pronounced at 15:00.